Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) is experiencing an increased recharge burden for his ipg. A surgical procedure has been scheduled; however, it is unknown if the procedure is related to the reported issue. Attempts to obtain clarity have been unsuccessful.